Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving clonidine (450 mcg/ml, 341 mcg/day), bupivacaine (10 mg/ml, 7.6 mg/day) and morphine (20 mg/ml, 15 mg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2018, a motor stall occurred without an magnetic resonance imaging (MRI). A recovery was not noted upon interrogation. The pump was explanted and replaced on (B)(6) 2018. The patient experienced increased pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion, method and result codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-14, the pump was returned for analysis. The patient status was reported as recovered without sequelae. The patient did not experience any injuries. The event was described as "motor stall during normal use". No rotor study nor dye study was performed.